Event description:
It was reported both generator and filament regulator errors resulting in an uncommanded loss of system functionality. These errors are likely to cause the system to shut down. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative evaluated the system and repaired the filament regulator. The system was calibrated and operates as intended.